Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly. Customer stated that they received stuck button alarm without any specific reason. Customer stated that they did not pressed button for 3 minutes. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Battery cap recall details were added with this report which was not included in the initial report.

Manufacturer narrative:
Additional information which was received and not included in the initial report is provided in sections b5, h7 and h9 with this report. The pump passed the displacement test and self-test. All buttons function properly. The pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. No stuck key alarms noted during testing, however, stuck key alarms were found in the history file on (B)(6)2022 at 01:42:25.00 and 07:39:07.00. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery cap contact damaged, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay, texture damage, cracked case -corner of belt clip rails, cracked case (battery tube), label damage (stained). Stuck button alarm did not occur during testing; however, a stuck button alarm was found in the history file. Cosmetic damage confirmed at the battery cap contact during analysis. Exposed to moisture confirmed on the pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.